Manufacturer narrative:
Part number# 301-80 is not distributed in the u.s.; however is a device of essentially identical design distributed in the u.s. Applicable 510k# for u.s. Distributed part is k871204. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the cuff developed a leak during pt use. The end clinician elected to extubate and reintubate the pt with a replacement tube.